Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, dose fluctuations were observed. According to the hospital report, the monitored dose fluctuated from approximately 15-40 ppm around a target dose of 20 ppm. Hospital staff elected to continue therapy using the same device. No patient harm or lasting adverse effects were reported. Ventilator mode and settings: servo-u; nava 2.8, 9 peep, 80% backup pcv 35 26/9 o2 80%

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was conducted in accordance with established service and test procedures. Gas-delivery accuracy, monitoring performance, and all other functional checks were confirmed to be within specification. As part of the investigation, the device log file was reviewed. The log data indicated that the majority of recorded nitric oxide concentration readings during the reported timeframe were within the device's allowable delivery accuracy specification (±20% of the target dose). The log date indicated that the hospital staff elected to continue therapy using the same device. The servo-u ventilator, in neonatal configuration, operates with a bias flow of 0.5 l/min ±8% which may fall below the stated operating range of the noxboxi device as indicated in the IFU. Under these neonatal ventilation conditions, the likelihood of transient variability in measured nitric oxide concentration is increased potentially impacting dose delivery. A root cause has not yet been established. Should additional relevant information become available following completion of the investigation, a supplemental report will be submitted as required.